Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer and a manufacturer representative reported in (B)(6) 2015 that the patient had a gradual loss of stimulation and therapeutic effect. The stimulation was not helping them as much as it had been. They had pain in their legs and ribs. The patient was reprogrammed for better coverage. The patient then experienced stimulation that was in their ribs and too strong. They met with a manufacturer representative again and they were reprogrammed to make the stimulation more comfortable. The cause of the loss of effect was unknown. In (B)(6) 2015 it was noted that the patient fell approximately 1 month prior to (B)(6) 2015. It felt like the stimulator was "beating them to death" following the fall. Contacts 3, 6, and 12 had impedances >10,000 ohms. They were able to program around the out of range contacts and the patient had adequate coverage again. The patient was indicated for spinal pain and lumbar radiculopathy.